Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a "lower sato2" due to a novum iq lvp not infusing fentanyl. A ventilated patient was connected to the novum pump with fentanyl 200mcg/hour set to infuse. The nurse observed the patient¿s sato2 was lower (not further specified) and ¿instability of the ventilator¿ (not further specified). Upon further investigation, the nurse noted the pump was not infusing. To address the issue, the nurse provided a combined bolus of versed and rocuronimu. The sedation was changed, and a neuromuscular block was given to the ¿hemodynamically unstable¿ patient. The nurse attempted to reload the tubing and restart the infusion; however, there was no flow to the patient. The nurse then swapped out this pump for a different pump and the infusion was restarted with no further issues were noted. The patient was deemed stable once the fentanyl infusion was resumed. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.